Manufacturer narrative:
Product not returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level was 262 mg/dl. The user addressed bg level with a manual injection. A follow up with the user on (B)(6) 2016 indicated that the user was able to successfully load a cartridge.